Event description:
It was reported that a peritoneal dialysis patient expired while in the hospital. A follow up call was made to the pt's peritoneal dialysis nurse. The pt had been doing well on peritoneal dialysis, and then she had a fall (not connected to treatment at the time of her fall). The pt broke her arm, and went to the hospital for surgical repair. While in the hospital the pt acquired vre (vancomycin-resistant enterococci) peritonitis (due to poor technique) which led to sepsis. The pt expired following this.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.